Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was frozen and insulin was squirting out during manual priming. Blood glucose level at the time of the incident was 487 mg/dl. Customer later stated that his blood glucose level was almost 500 mg/dl. During troubleshooting, the customer stated that a complete set change resolved the issue. The insulin pump was not replaced or returned for analysis.